Event description:
Boston scientific received information that the patient with this device suffered from complete heart block. The patient reported symptoms of dizziness, lightheadedness due to an acute device output programming of vvi 50. The device declared end of life (eol). A revision procedure was performed and the device was explanted. The device was explanted with no complications.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.